Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02078-1; 0001825034-2022-02079-1. H6: component codes: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02078, 0001825034-2022-02079. Medical products: item#: 113634, comp primary stem 14 mm mini; lot#: 64877613. Item#: 118001, versa-dial/comp ti std taper; lot#: j7075249. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty approximately five months ago. Currently, the patient is being considered for a revision surgery due to pain and loss of range of motion. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
It was reported that the patient underwent a staged revision surgery. The implant that was implanted is a place holder and will be removed in stage two. There was no reported problem with this implant as this was a staged revision.